Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the separation is due to the supply bag falling and disconnecting. The lot number is unknown, therefore a batch review was not performed. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted (B)(4) regarding a drain bag that became disconnected on the homechoice (hc) machine during initial drain (I-drain). The technical service representative (tsr) assisted the hp to restart the I-drain. There was no patient injury or medical intervention reported. No further information is available at this time.